Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "partial implant leak and capsular contracture baker grade iii"; singulair prescribed. This record is for the left side. The device remains implanted.